Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. This device is used for treatment. Insufficient information provided. Unable to perform compatibility check. No medical records were provided. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown knee tibial tray cat#: unknown, lot#: unknown customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08375, 0001822565 - 2017 - 08376. Product location is unknown.

Event description:
It was reported that the patient was revised fourth time after initial knee arthroplasty due to bone loss; the leg was amputated because the bone could no longer support the implant.